Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the pump was difficult to inflate due malposition. As a result, the device was explanted. No additional information has been reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition may have been due to a position error at implant procedure. D4. Concomitant product UDI for reservoir is (B)(4).